Event description:
It was reported that a patient was concerned about her stimulator and stated that something was wrong with the implantable neurostimulator (ins). It was reported that a week after ins implant the patient¿s left arm was weak and the patient stated she thought it was from the stimulator. It was reported that for the last few weeks when she turned stimulation on, a patient noticed ¿her abdomen descended/bloated¿. It was stated that when stimulation was turned off it took a ¿couple hours and her stomach¿ would ¿go back down¿. The patient noted that on wednesday morning she ¿paid attention¿ and hadn¿t eaten anything at all in the morning and reported that she turned stimulation on at 8 am and ¿within an hour she had to unbutton her pants because her pants were so tight and that was not how she is¿. It was stated that the patient thought the spinal cord stimulation (scs) was ¿causing her nothing but trouble¿ but she did ¿not want to point fingers¿. It was stated that there had been no falls or trauma that she knew about. It was reported that the patient had acute pain. It was reported that recently the patient was having headache in the back of her head every day. It was no ted that the patient¿s healthcare professional (hcp) had been treating her with injections at c4-c6 ¿about 3 weeks ago¿.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).